Event description:
It was reported that during a da vinci-assisted surgical procedure, that the force bipolar instrument jaws did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .043¿ offset at the tips. The grips may not open and close properly as a result. An additional observation not reported by the site: visual inspection of the instrument found the molded insulator on the grips was broken. A piece was missing near the base of the grip and was not returned with the instrument. No signs of thermal damage was observed. No cables or wires were damaged.